Event description:
It was further noted the rv lead was implanted after the expiration date.

Event description:
It was reported that the patient experienced dyspnea at rest and sinus tachycardia postoperatively. The patient received intravenous diuretics, cardiac resynchronization therapy (crt) programming optimization, and required a prolonged hospitalization. It was further reported the event was related to the device programming and device therapy. The device and leads remain in use. The patient was enrolled in the (B)(6) study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d354trg bi-ventricular defibrillator 2011-(B)(6); 407652 implantable pacing lead 2011-(B)(6); 419478 implantable pacing lead 2011-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).